Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax, which required chest tube placement and hospitalization. A patient had three lung nodules requiring biopsy, with two located in the left upper lobe (lul) and one in the right lung. The physician performed three spins but had not yet located the nodule, as it was very close to the pleura. On the fourth spin, a pneumothorax was identified, which was verified using a portable computed tomography (CT) scan. The procedure was aborted due to the pneumothorax, and only one of the lul nodules was biopsied. A chest tube was placed, and the patient was sent to the intensive care unit. Serial chest x-rays demonstrated that the pneumothorax had resolved, and the patient was discharged home after a 4-day hospital stay. The pneumothorax was attributed to the proximity of the nodule to the pleura. The physician noted that the pneumothorax would likely have occurred with another modality due to the nodule's location, and there was no device malfunction associated with the event.